Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Consumer states that hard to turn about a year ago and then a couple months ago, it began tilting when the patient is in it. Consumer states that the lift is used on hardwood flooring, one person moves it when the patient is in the lift. Consumer states that the when the lift has no weight on in it doesn't not tilt.